Event description:
It was reported that suture placement in the right common femoral artery was attempted with two prostyle devices using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, when attempting to place the first prostyle suture, there was significant resistance noticed. There was no blood flow from the marker lumen, despite successfully flushing prior to use. The physician removed the device from the anatomy; as it was being removed, the suture came out of the device. The plunger had not been deployed. A second prostyle was attempted. Again, significant resistance was felt when inserting the device however, positioning was successful. On removal of the device, it was found that the foot had broken off into the patient. The foot remains in the patient. The use of prostyle devices were abandoned and the sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 20f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: device code 2017 clarifier - against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported obstruction of flow was confirmed as adhesive was observed at the marker port. The reported irregular appearance of the suture coming out of the device was confirmed. The reported difficult to insert [anatomy] could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in a testing environment as it was based on operational circumstances. However, a proxy 0.038 inch guide wire was backloaded into the sheath and advanced into the guide wire exit notch. The guide wire was advanced through and removed from the entire sheath with no resistance noted. The device was reportedly advanced against resistance. It should be noted that the electronic prostyle instructions for use (eifu), states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. In this case, it doesn¿t appear that the IFU deviation contributed to the reported difficulties. A review of the manufacturing records revealed one related exception based on complaints for returned marker lumen issues. A review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported obstruction of flow was concluded to be related to a potential product quality issue due to adhesive observed at the marker port. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The treatment appears to be related to circumstances of the procedure.